Manufacturer narrative:
Investigation found that pump had experienced error code 36 in pump's history. New pump software was installed. Ref recall number z-1867-2011.

Event description:
Info received states that pump had experienced error code 36. Error occurred twice on the same day, submitted only one claim for both errors.